Event description:
A 69-year-old male with cardiomyopathy (scai stage c) underwent pci with impella cp support following ecpr on (B)(6) 2026. The patient experienced recurrent vt/vf, and vt ablation was performed under ECMO support on (B)(6). During ablation, suction events occurred when the pump level was increased from p 6 to p 4, despite no evidence of volume depletion on swan ganz parameters and no cannula kinks. Suction resolved only when the pump was reduced to p 2, leading clinicians to suspect thrombus adhesion at the inlet area. Systemic heparin had not been used during the preceding six days, and echocardiography did not visualize thrombus; however, thrombus was confirmed on the removed pump, with clots observed on the outlet portion. The device was not removed due to a malfunction but following successful weaning, with ECMO discontinued on (B)(6) and the impella cp explanted on (B)(6). No replacement pump was required, and the patient remained hemodynamically stable. The pump will be returned for evaluation. The thrombosis is likely related to no heparin for six days. It is unknown if the vt was pre-existing conditon however an ablation was performed. The low flow and suction events were likely related to pump associated thrombosis rather than device failure, as the device functioned at reduced support levels and was removed only after clinical weaning. The patient survived explant. The impella cp will be returned for evaluation.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.